Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker system visited the hospital for reasons unrelated to the device. During interrogation, this pacemaker was found to have recorded a code 1003 on 14 december 2025, which states that the voltage is too low for projected remaining capacity. It was noted that the device was operating in safety mode for about two months. Further review of the presenting electrogram (egm) showed high out of range pacing impedances and high pacing threshold measurements on the right atrial (ra) lead as well. Disk data analysis was requested. Technical services (ts) provided recommendation for further device evaluation to be done by the device treating clinic. No adverse patient effects were reported. At this time, this pacemaker and ra lead remain in service. Subsequent additional information was received indicated the right atrial (ra) lead was believed to have fractured due to the lead recorded a lead safety switch (lss) to unipolar configurations. While in unipolar configurations, the ra lead was observed to exhibit noise signals. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that the patient with this pacemaker system visited the hospital for reasons unrelated to the device. During interrogation, this pacemaker was found to have recorded a code 1003 on (B)(6) 2025, which states that the voltage is too low for projected remaining capacity. It was noted that the device was operating in safety mode for about two months. Further review of the presenting electrogram (egm) showed high out of range pacing impedances and high pacing threshold measurements on the right atrial (ra) lead as well. Disk data analysis was requested. Technical services (ts) provided recommendation for further device evaluation to be done by the device treating clinic. No adverse patient effects were reported. At this time, this pacemaker and ra lead remain in service.